Manufacturer narrative:
The root cause for the patient's stiffness of the knee was unable to be definitively determined. The patient's medical history is unknown. The surgeon believed that the patient was noncompliant with her rehabilitation regiment and that this may have caused the issue. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture or the sterilization of the implants or a nonconformance.

Event description:
A (B)(6)-year-old female patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) due to joint stiffness of the knee which led to decreased range of motion. The sales representative stated that the surgeon believed that the patient was noncompliant with her rehabilitation. A 70mm male-female midsection that was placed during the primary surgery, which took place on (B)(6) 2020, was explanted, and replaced with a 60mm male-female midsection. This was done to increase the range of motion of the knee. An 8mm poly spacer was explanted during the revision which was placed during the primary surgery. This was replaced with a 12mm poly spacer. During the revision, the distal femur component, tibial hinge component, and distal femur axial pin.